Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that excessive force/mishandling by the customer caused the scratched/cracked plan glass. The root cause was unable to be determined for the detached lens, since that was unable to be confirmed during investigation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the op-telescope, 30°, 4 mm channel had the lens detached. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following reportable issues: the plan glass at the distal end is scratched and cracked resulting in a distorted image which was caused by a shock. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.